Event description:
The aci distributor reported that a (B)(6) male pt underwent a diagnostic peripheral procedure on an unk date. Access was obtained at the femoral artery. A pre-procedure femoral angiogram revealed the vessel size to be >5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after the physician removed the advancer tube from the tissue tract and applied fingertip compression for 60 seconds it was noticed that part of the peg/sealant detached and remained inside the black shuttle. The distal part of the peg/sealant remained in the pt's body and hemostasis was achieved. The pt was hospitalized for reason unrelated to the mynx device/mynx procedure. No further info is available.

Manufacturer narrative:
The returned device does not match the reported complaint. Visual inspection of the device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The sealant was exposed beyond the slit of the shuttle tube. Blood was observed on the distal sealant and the grip tip was stuck to polyimide shaft. If the device was exposed to an elevated temperature, the sealant may adhere to the device components. The advancer tube on the returned device was inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube, shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies. No anomalies were observed. The review of the lhr (lot f1231701) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause for sealant stuck to device components and failure to deploy could not be conclusively determined.